Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: device was not returned; however the evaluation of the received synframe-extensions has shown that they were not correctly assembled during the manufacturing process and that due to this manufacturing issue the devices did not fit together. Based on that an issue at synframe holding base can be excluded and the complaint is rated as unconfirmed for the holding base. Based on the investigation findings at the returned devices, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: the newly bought synframe extension cannot be connected to the synframe ring which is already available at the hospital. Issue was noted during assembly. One of the dark blue holding sockets (387.346) could not be adjusted. As a result of this the tightening of the guide arm (387.343) was not possible. No surgery was affected and no patient involvement. Concomitant device reported: unknown synframe half ring (part# unknown; lot# unknown; quantity: 1). Synframe guid-tube (part# 387.343, lot# unknown, quantity# 1). This complaint involves two (2) devices. This report is 3 of 3 for (B)(4).